Event description:
It was reported to boston scientific corporation that a wallflex esophageal partially covered stent was implanted within the esophagus on (B)(6) 2012 during an esophagogastroduodenoscopy (egd) procedure with stent placement. According to the complainant, the patient has esophageal cancer. The stent was being implanted for palliative treatment of a stricture, 10cm in length, at the ge junction in the distal esophagus. The patient's anatomy was not dilated prior to the stent placement. During the procedure, the stent was inadvertently deployed slightly distal from the target site and migrated into the patient's stomach. The physician attempted to retrieve the stent from the patient's stomach using rat tooth forceps; however, when the physician grasped the suture on the stent, the suture broke. The stent remained within the patient's stomach and could not be retrieved. The procedure was aborted due to this event. Reportedly, the physician "did not have a large enough retrieval product at the time." The patient's condition at the conclusion of this procedure was reported to be stable. An attempt was made by the physician to reschedule this procedure; however, the patient is refusing all further treatment. In the physician's assessment, the patient "is not likely to live long (1-3 days) without treatment" due to their preexisting condition.

Manufacturer narrative:
Patient is over 18 years old. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant noted that the device was used prior to the expiration date. The reported issue of stent positioning/placement problem. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.